Event description:
I received a body treatment at equinox fitness club and spa while traveling. The treatment is called ionithermie and claims to cause inch loss and remove cellulite in one session using electrical stimuli and ionization. The session left me feeling sick and caused galvanic burns to my skin. The machine is not even registered to be in the us. Dates of use: 2009 - 60 minute session. Event abated after use stopped: yes. Pull up the 'brochure' under 'treatments' link.